Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed fluid in the suction tube, indicating the device was used. Visual inspection of the active tip revealed the manifold was melted and charred from the 4 to 9 o¿clock positions on the tip, confirming this complaint. A functional test was not conducted to avoid further damage. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Due to an increasing trend in melted manifold failures, a supplier CAPA investigation was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. The supplier investigation is ongoing. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
During a shoulder arthroscopy, the tip of the electrode the plastic has melted. The procedure was completed with same like product with no delays. Updated information received via email from the affiliate on (B)(6) 2016. The sales rep just sent corrected information: nothing fell into the patient, and no delays during surgery.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed fluid in the suction tube, indicating the device was used. Visual inspection of the active tip revealed the manifold was melted and charred from the 4 to 9 o¿clock positions on the tip, confirming this complaint. A functional test was not conducted to avoid further damage. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. This failure was investigated via a supplier CAPA investigation. The likely root cause was identified as breakdown and/or inadequate application of the epotek adhesive, compromising the dielectric barrier between the active and return path. Training requirements for assembly aids were updated to be performed on a six-month basis. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).